Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited that there was a gap of adhesive on the distal end, and a stain entered inside the lens through the gap. There was also a gap between the acoustic lens and the ultrasound probe were found. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found the reported malfunction in b5 and that due to wear of angle wire, bending angle in up direction did not meet the standard value and due to damage on the acoustic lens (damage level; does not reach to the glue-layer), the displayed ultrasound image was defective. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the there was a possibility that the phenomenon occurred due to mishandling by customer, or wear/damage due to increasing of time-of-use. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.